Event description:
In 2002 the end-user called medtronic minimed and stated that the tubing cracking at tubing connection. In february 2003 maersk medical a/s received the complaint and 1 used tubing.